Manufacturer narrative:
Exemption number e2016018 b. Braun medical inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: customer stated, "the pump under infused on two separate incidents. The first incident is filed as "event 1". No patient injury reported. Customer tried to duplicate the scenario and the pump worked fine. A bd syringe(monoject) was being used at the time of the incident. The customer is not sure if the clinician used the correct syringe. No further information was provided.

Manufacturer narrative:
Exemption number e2016018 event 2: b. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at 100ml/hr and 10ml with bd syringe and the pump tested in specification. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up will be submitted.